Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose between 31 mg/dl and 33 mg/dl at the time of the incident. The customer loss consciousness and fell on the floor due to their low blood glucose. The customer was wearing the insulin pump during the incident. The customer was experiencing low blood glucose for one week. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.